Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1pcc5; implanted: (B)(6) 2018 explanted: (B)(6) 2026. Product type lead b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having pain about the last few months where the leads and device were implanted. Patient states its not from the stimulation and also hurts legs and back when standing for a long time. Sometimes it feels like it is tearing out of the skin. Patients doctor has retired . Patient mentioned they have lost some weight but has not noticed the device moving. Agent emailed physician listings. Additional information was received from a patient. The patient called back and said after getting the physician listings from patient services when they last called, they reached out to a healthcare provider (hcp) on the listing and upon meeting with the hcp, the hcp told the patient they would need to consult with a manufacturer representative (rep) about the situation to determine their next steps. The patient said they then had the implant removed and that the hcp had called someone at the manufacturer afterwards to inquire about if the manufacturer needed the implanted system returned. They said the hcp had told them they were told by the manufacturer that the implanted system did not need to be returned; h owever, the patient was calling patient services to inquire about what to do with their 3037 programmer. Patient services reviewed donation/disposal information with the patient. Patient services called patient registration at the call's end to update the patient's registration record. The patient's reason for the call was met. No further action was taken by patient services.